Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the enclosure was cracked around the drain tube fitting, the quick connect was corroded, the front cover was cracked and the line cord was faded. The device also had an outdated pcb and power switch. During the functional testing, it was confirmed that the device was leaking. The cause of the issue was the cracked enclosure. No action was taken due to the condition and or age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leaking reservoir at the drain tube fitting. Patient involvement is unknown. Patient harm/adverse events have not been reported.